Event description:
It was reported that the patient began having low flow alarms today at 13:44 and flows had been less than 1 liter per minute (lpm) since they began. Log files have been attached. The event log captured low flow alarms on (B)(6) 2024 starting 13:44 to 18:00 end of the log file. The estimated flows were averaging from 0 to 2.1 lpm and pulsatility index was averaging from 1.7 to 4.7 during these events. This type of pattern has been associated with the potential for an obstruction in the ventricular assist device circuit. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was transplanted (B)(6) 2025. The outcome was device or therapy related, as the device parameters were not within normal limits for this patient due to pump thrombus. The pump was explanted, it was unknown if it would be returned.

Manufacturer narrative:
Sections b1 and b2 corrected. Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem removed. Section h6 correction: health effect - impact code 4641 - unexpected medical intervention removed. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms, which were attributed to thrombus within the outflow graft; however, the reported pump thrombus could not be confirmed as no images were provided and the device was not returned for evaluation. The submitted controller event log file contained events from 12dec2024 ¿ 13dec2024. A sudden decrease in flow was captured on (B)(6) 2024 from approximately 13:44:00 ¿ 13:44:13, after which a continuous low flow hazard alarm became active for the remainder of the file. This was followed by a gradual decrease in flow until reaching 0.0 liters per minute (lpm) at 16:11:24, after which flow then remained at approximately 0.0 lpm through the end of the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: patient subdural hematoma is being reported under MFR #2916596-2025-01716. H6: health impact-clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The date of the patient's subdural hematoma was (B)(6) 2024.

Manufacturer narrative:
B5: additional information. H6 health effect - clinical code updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There were no patient symptoms at the time of the low flows. The low flows reportedly did not resolve. It was noted that the patient had been off of anticoagulation due to a recent subdural hematoma (sdh). CT images were not available. The patient was given inotrope support, and transferred to duke for evaluation for orthotopic heart transplant (oht).

Event description:
The cause of the low flows was identified. A chest computed tomography (CT) scan was done on (B)(6) 2024 which showed an outflow graft occlusion. There were no patient symptoms at the time of the low flows. The low flows reportedly did not resolve.

Manufacturer narrative:
B5: additional information. H6 component code. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.